Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6)-2015, customer felt sick and vomited, went to the hospital intensive care unit at approximately 06:30 p.m. At approximately 09:14 p.m., blood glucose level (serum) was 499 mg/dl. At approximately 10:00 p.m. P.m. Customer noticed the needle was bent. She received insulin via perfusion and was in stationary treatment until (B)(6)-2015. Alleged product was requested to be returned for evaluation.